Event description:
Table is in very bad condition. Damaged noticed to sides of the table and metal casing shroud is damaged. The metal casing shroud is damaged and there is a bulge above the metal shroud. Tech found that damage to the metal causing shroud has gotten the control cables wedged.